Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue and observed helium leak in the mobile cart during testing. To fix the issue, the fse replaced the high pressure helium regulator and high pressure helium transducer with an o-ring in the mobile cart. Helium leak was no longer present during testing. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak when it was sitting and not being used. There was no patient involvement, and there was no adverse event reported.